Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with off no power. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alarm. The customer stated that his pump did not receive a low battery alert prior to the off no power. He also mentioned that his batteries only last two to five days, and that sometimes the display shows a full battery life that will suddenly turn to half a bar, and then from half to empty. Sometimes the display goes blank. He believes that there might be battery acid in the battery compartment. He confirmed that since he had gone to the beach the pump may have been exposed to extreme sunlight. Before he called he performed the self test and it passed; he does not know what is wrong with the pump. No products were shipped or returned.